Manufacturer narrative:
The reported event of ¿insulation cover of the lead was damaged¿ was confirmed. Visual inspection found damaged outer insulation at the proximal region of the lead. The cause of insulation damage is consistent with procedural damage.

Event description:
The right ventricular lead was capped in another clinic due to no known malfunction. A explant procedure was planned to recover the lead, and lead damage was noted. A new lead was implanted and the patient was in stable condition.